Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device exceeded the maximum allowed temperature rise during testing. Upon disassembly of the device, corrosion damage was noted on the motor, rotor and driveshaft. The probable cause of the failure was attributed to damaged spindle housing, burnt motor cartridge pins, worn rotor and driveshaft bearings. The damaged parts were replaced and the device repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a quality check. There was no pt involvement; no adverse consequence was associated with the device.